Manufacturer narrative:
The device was not returned for evaluation. The reported complaint cannot be confirmed without the returned sample.

Event description:
The event involved primary plumsets in the cardiac care unit (ccu) that were reported to have holes in the tubing set and were sucking air into the tubing. This was reported to happen a couple of times on unspecified dates. There was no adverse event reported.